Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that the syringe aspirated air during use. Two samples were provided to our quality team for investigation. Visual inspection of the samples revealed no damage or functional defects that would prevent proper aspiration. Functional testing confirmed that liquid was aspirated correctly, and leakage testing verified that the product met all required specifications. A device history review was performed for reported lot 2504016, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed for the reported lot and no issues related to this incident were identified. Based on the information available, we are unable to determine a root cause related to our product or process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Event description: syringe draws air instead of blood when aspirating. The syringe was used on a central venous catheter, but only drew air instead of blood. A new lot is currently working without any problems. No patient harm.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.